Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self-test and displacement test. No unexpected low battery alarm during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via that the insulin pump had a recurring power error that was not resolved through previous troubleshooting. Blood glucose level at the time of the call was 4.6 mmol/l. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.